Manufacturer narrative:
Initial report: analysis of the rescue file downloaded from the AED determined the AED correctly diagnosed the patient's ECG rhythm during both analysis periods and advised shock delivery. The AED prompted the user to "check electrodes" when it determined there was a contact issue with the patient. Cardiac science is attempting to retrieve both the AED and the pads used during the rescue for evaluation. Follow-up report 1: the AED, battery, and electrodes used during the rescue were received for evaluation. The AED and battery passed incoming tests. Shocks were delivered with the AED without any problems. Impedance testing found the software and hardware worked correctly and the AED accurately detected impedance within the human impedance range. AED self-tests were run every 30 seconds for one hour to simulate 120 days of self tests in standby mode and no errors were generated. The AED was opened and components that could affect the patient impedance circuit were measured and no problems were found. Testing was unable to duplicate the reported problem under normal conditions and no hardware failures were found. The electrodes used during the rescue were examined. The foam covering the rivet which connects the lead wires from the AED to the tin (conductive surface of the electrode) was missing from one of the pads and the tin had separated from the rivet connection. The foam on the corner near this rivet was also torn. The damage indicates the electrode was removed incorrectly from the liner that separates the 2 defibrillation electrodes. The user likely pulled on the lead wires when removing the electrode from the liner. Although the connection between the lead wires and tin was extensively damaged, based upon the rescue data downloaded from the AED, it appears the connection was not completely broken at the start of the rescue. There was still enough contact between these components to allow the AED to analyze the patient's ECG rhythm. As noted in the initial report, the AED analyzed and determined the patient had a shockable rhythm, started to charge, and then prompted the user to "check electrodes" which indicated there was no longer an electrical connection between the patient and the AED. It is likely the contact between the tin and rivet was so fragile that small movements of the patient and pads disrupted the connection and caused it to finally break apart. Two (2) sets of electrodes from the same lot as those used during the rescue were evaluated and no problems with the electrodes were found. The connection between the tin and rivet showed no damage in either set of electrodes.

Event description:
The patient was witnessed to collapse to the ground and was immediately attended to by first aid volunteers. The AED was opened and pads were placed on the chest of the patient. The rescuers confirmed the AED was rescue ready before using it on the patient. After the initial analysis of the patient's ECG rhythm, the AED advised a shock and started to charge. The AED didn't deliver a shock and prompted the user to "apply pads". The position and adhesion of the pads was confirmed and the AED's lid was closed and reopened to try and rectify the problem, but the device continued prompting "apply pads". Another AED (local public access defibrillator) was used. The original pads were removed and the second AED (and pads from that device) were attached to the patient. The second AED delivered 2 shocks during the resuscitation effort which lead to the return of spontaneous circulation. The patient was transported to a hospital by local nhs ambulance service. The patient was subsequently discharged from the hospital.

Manufacturer narrative:
Analysis of the rescue file downloaded from the AED determined the AED correctly diagnosed the patient's ECG rhythm during both analysis periods and advised shock delivery. The AED prompted the user to "check electrodes" when it determined there was a contact issue with the patient. Cardiac science is attempting to retrieve both the AED and the pads used during the rescue for evaluation. Not returned to manufacturer.

Event description:
The patient was witnessed to collapse to the ground and was immediately attended to by first aid volunteers. The AED was opened and pads were placed on the chest of the patient. The rescuers confirmed the AED was rescue ready before using it on the patient. After the initial analysis of the patient's ECG rhythm, the AED advised a shock and started to charge. The AED didn't deliver a shock and prompted the user to "apply pads". The position and adhesion of the pads was confirmed and the AED's lid was closed and reopened to try and rectify the problem, but the device continued prompting "apply pads". Another AED (local public access defibrillator) was used. The original pads were removed and the second AED (and pads from that device) were attached to the patient. The second AED delivered 2 shocks during the resuscitation effort which lead to the return of spontaneous circulation. The patient was transported to a hospital by local (B)(6) ambulance service. The patient was subsequently discharged from the hospital.